Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that it was found that the device would not activate prior to the intended procedure. There was no patient involvement and another device was opened and used for the case. The device was returned for evaluation and it was found the clear insulation was damaged.